Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the closure device was implanted with one recapture using a watchman fxd double curve access system. The procedure was uneventful with a great result. During a routine transthoracic echocardiogram (tte), prior to discharge, a small effusion was noted. Pre and post procedure transesophageal echocardiography (tee) images were reported as trace effusion by the imaging physician. The imaging physician did not acquire adequate pre or post effusion images. The patient was stable overnight, and the effusion did not grow and did not require any intervention. The patient was discharged on (B)(6)2025 and is fully recovered.